Manufacturer narrative:
The insulin pump was received with a cracked end cap, a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a case cracked at the reservoir tube window corner.

Event description:
The customer reported via phone call that she had a crack at the opposite end of where the reservoir and the battery go into the pump. Customer's blood glucose was 244 mg/dl. Customer stated that the pump has been dropped and may have been dropped a couple of times. Customer stated that she does not have long activating insulin because it is too expensive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan until the replacement arrives. Customer also stated that there is nothing wrong with her pump and she will continue to use it until the replacement arrives. Customer was advised that she is using the pump at her own risk.